Event description:
Pt underwent surgery for a traumatic ankle fracture in 2008, using a bioabsorbable cannulated 4.5mm smartscrew. The screw was fixed across the distal tibia and fibula. The pt had a complaint of tightness in the ankle joint several months post-op and radiographical investigation was inconclusive. The surgeon performed an arthroscopic procedure in early 2009, where it was noted that the joint capsule had some adhesions which were considered to be normal. No inflammatory reactions were noted and the screw integrity was not compromised. The surgeon determined that the fracture had healed well but, during the procedure, the surgeon decided to remove some of the screw (proximal head and shaft). The surgeon was confident that the screw was not the cause of the pt's complaint. Fragments of the screw that were removed were retrieved and returned to the MFR for investigation.

Manufacturer narrative:
The MFR has undertaken a review of the manufacturing and complaint history records for this product, including the specific catalogue number and lot number. A review of similar reports since 1999 to current date found 2 other events, making the rate of occurrence 0.022 percent. This is the only complaint received for this lot number. Pt outcome: pt was seen in early 2009 and at this time, there were no noted problems. A follow-up visit is scheduled for 6 weeks.